Event description:
Event description boston scientific (formally guidant corporation) received information that a device memory disk is enroute for analysis in response to a recent safety communication that was issued on may 12, 2006 for this device model. Subsequently, boston scientific received information that another disk was enroute for analysis and the patient has been scheduled for elective replacement of the device.